Event description:
Sonicision device was not working properly. While in patient, one of the jaws broke off and fell onto the omentum. Doctor noticed immediately and retrieved the broken piece and removed it from the abdomen through the port site. Instrument examined to identify no other pieces were missing.